Event description:
It was reported that a patient with diabetes experienced elevated glucose levels after replacing both the cleo infusion set and the cassette. The following morning, the patient continued to experience hyperglycemia despite administering a bolus dose. Upon removal, the cannula was found to be bent. The patient¿s blood glucose level was recorded at 240 mg/dl. The patient replaced the infusion set; however, glucose levels were still observed to rise after meals. There was patient involvement, and no harm was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.